Manufacturer narrative:
This report is submitted 29 october 2019.

Manufacturer narrative:
This report is submitted on august 15, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 for an unknown reason.